Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient wanted to know what to do at the airport and how often, to keep the device in tip top shape with their settings, do they need to see the doctor. The patient said the only time they knew if they gets a little heat spot is if they were sitting all day by the computer on their chair. Maybe it was the way they were sitting. Normally they didn't even know it was there. It was not uncomfortable at all when they were having the MRI. When they came out of the MRI sometimes they felt a little bit of warmth or twinge that day and then it went away. If they sat all day like they sat too long. It was nothing terrible or anything. The next day they hang out more in the bed than sitting on a chair. Sometimes they would feel a little something for a couple days like a tug or something. It would feel like a little twinge in the back or something, like crossing their legs was not a good thing for them because it was a position that they were trying to think about it. It wasn't right. They didn't know how to describe it. They knew they were not supposed to cross their legs. They first experienced this issue a few months ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.